Event description:
It was reported that the patient experienced pain and discomfort. Magnetic resonance imaging displayed that the patients indirect decompression spacer migrated. The patient underwent a spacer explant procedure and has recovered postoperatively. The spacer will not be returned as the device was disposed of by the medical facility.